Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. Failure analysis confirmed the customer reported complaint of "left eye blank in one of the consoles." The part was found to have electrical and fiberoptic defects. The root cause was found to be a component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The reported complaint was confirmed based on the field evaluation. The fse replaced the high resolution stereo viewer (hrsv) monitor, which provides image on the surgeon side console (ssc), to resolve the issue. Following service, the system was tested and verified as ready for use. Isi has received the hrsv, but failure analysis has not been completed. Therefore, the root cause of the customer reported failure cannot be determined. A follow-up MDR will be submitted when the failure analysis evaluation has been completed, and/or if additional information is received. No image or video clip for the reported event was submitted for review. No other complaints related to this event have been reported. No further review is required as the logs were reviewed/analyzed as part of the tse, and fse investigations. Based on the information provided at this time, this complaint is being reported due to the following conclusion: a da vinci system malfunction occurred, rendering the da vinci system unavailable for use after the start of a surgical procedure. The left eye of the ssc was reportedly black. Although no patient harm occurred, if this malfunction were to recur it could likely cause, or contribute to an adverse event. The patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the left eye on the surgeon side console (ssc) was blank. The customer power cycled the system twice but the issue persisted. The intuitive surgical, inc. (Isi) technical support engineer (tse) log review did not show any errors related to the reported issue. The customer proceeded with the case, and there was no reported injury. Isi followed up with the robotics coordinator and obtained the following additional information: although an issue was reported, the customer alleged that there was no issue with instrumentation. The malfunction was noted on the ssc that the physician worked on and there was no patient impact.